Event description:
It was reported that there was unusual behavior of the system controller connected to the heartmate touch unit, there were visible constant changes at the speed settings. Log files were submitted for review and captured several e2p_data lvad live info flags. The exact cause of the fault could not be determined however it was suspected this was due to an electrostatic discharge event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the parameter values alternating on the heartmate touch screen was confirmed via the provided video file. A specific cause for the reported event could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event were unable to be conclusively determined. The submitted video captured the fixed speed, low speed limit, and hematocrit parameters to be alternating between their correct values and a blank value indicator. This video also displayed the system¿s parameters on the controller¿s screen, which remained constant and are consistent with values captured in the submitted log files. The controller event log file captured events on 04may2025. Of note, the event type was captured at patient settings changed for the majority of the file; however, the pump parameters did not appear to have been changed within the file. Although a specific cause for this event could not be conclusively determined, the system may have produced these flags as a result of the alternating parameter values seen in the provided video. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that no changes were made when the flickering appeared while connected. After disconnecting and reconnecting the issue did not reoccur.